Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to device shadowing and the patient's anatomy. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report an slda that required intervention. A patient presented with grade 3-4 functional mitral regurgitation (mr), restricted anterior leaflet, and restricted posterior leaflet. During a mitraclip procedure an ntw was implanted. While preparing a second mitraclip, there was an increase in mr and the ntw device had a single leaflet device attachment (slda). The clip detached from the posterior leaflet. A second mitraclip was implanted and stabilized the ntw. The mr was further reduced to grade 1. It was noted that imaging was challenging during the procedure, due to shadowing and the patient's anatomy. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.